Event description:
A 60-year-old male with 100% occlusion in left main coronary artery presented for impella support. The user facility reported the patient endured a stroke while on impella support. The cause of the stroke was not known, however, the impella was not ruled out as a factor.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. Since the medical center did not return the impella device, no benchtop analysis was possible, without imaging evidence to confirm the source of the stroke was due to a clot that passed through the impella device or the introducer, the relation to impella is unknown.

Event description:
It was reported the patient had noticeable clotting within the impella peel-away sheath as well as other peripheral line locations. The patient then began experiencing stroke-like symptoms and a neurological assessment and computed topography were performed and the stroke was verified. The decision was made to explant the impella cp as a precaution to mitigate and further clotting and possible escalation of clot-related issues. Upon explant of the impella deice, large amounts of clots were observed on the impella catheter and within the sheath. It is noted that the survival outcome of procedure that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02271 was provided.